Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the reported problem. The surgeon spoke to the isi clinical sales representative (csr), about this issue and the csr passed the information to the field service engineer (fse). The fse explained to the csr no error logs were posted and the system completed cases on the 28-jan-2023 and the 29-jan-2023 with no issues. The surgeon informed the csr that it was definitely non intuitive motion on all arms. The fse went in and verified the system and observed no issues with non-intuitive motion. The fse had csr test drive the system and csr confirmed the motion was correct and intuitive. The csr reported back to surgeon and informed her no issues with the motion were found. The fse followed up with the staff in the next few days just to make sure everything was still good. The system was tested and verified as ready for use. The complaint regarding non intuitive motion was not confirmed based on the field evaluation, which indicates that the device did not contribute to the customer reported issue. The probable root cause of the alleged non intuitive motion could not be determined based on the information provided and fse's field evaluation. This complaint is being reported based on the following conclusion: it was alleged that all 4 arms were losing control of their instruments and had non-intuitive motion. The unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the surgeon said they were losing control of their instruments. The operating room staff stated the instrument tips would go left and not right as they wanted. The operating room staff stated there were no errors or messages on screen when the issue happens. The tse reviewed logs and did not see any related logs. The tse recommended removing the scope, canceling guided tool change and then reinserting the scope, but the caller declined. The operating room staff then handed the phone to another nurse in the room, tse explained how they could try and rectify the issue. No troubleshooting was performed and the original operating room staff came back on the line. The tse explained what likely was happening and options they could try but operating room staff declined all attempts at troubleshooting and call ended. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.